Event description:
The string broke off at the base of the tampon [device breakage]. Case narrative: consumer reported via e-mail that the strings are falling off. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The string broke off at the base of the tampon [device breakage]. Case narrative: consumer reported via e-mail that the strings are falling off. No injury reported.